Manufacturer narrative:
A getinge field service engineer (fse) evaluted unit. System passed all function and diagnostic checks. Device run on battery for 2 hours without failure or alarm. Unit passed all functional testing and returned to customer.

Event description:
It was reported by a ccu rn during use, that the cs300 intra-aortic balloon pump (iabp) had shut off unexpectedly after alarming autofill failure. Troubleshooting aid was given to no avail. There was no harm or patient injury reported.